Event description:
A customer contacted beckman coulter inc. (Bec) and reported a few milliliters of fluid that appeared to be mostly blood, leaked from the coulter hmx hematology with autoloader analyzer on the right side. The leak was not contained within the instrument. The customer was wearing personal protective (ppe) consisting of gloves, lab coat, and glasses. There was no exposure to any open sores or mucous membranes. The customer did not come into direct contact with any of the fluid. The customer had not run any patient samples so there have not been any results affected.

Manufacturer narrative:
A customer technical support (cts) suggested that even though the startup passed, the customer should not run the instrument until it can be repaired. A beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2012. The fse replaced leaking tubing at pinch valve (pv40) which resolved the issue. The fse also replaced tubing through pv45, the pinch valve below pv40, because leak from pv40 had caused fluid to drip onto the tubing through pv45 and fluid had dried up on it. The cause of the leak was tubing at pv40. (B)(4).